Manufacturer narrative:
Leak. Root cause unknown. (B)(4).

Event description:
The customer contacted beckman coulter, inc. (Bec) to report that liquid had leaked from their immunoprep reagent system. The customer reported that the liquid had leaked from one bottle and had adhered to six other boxes. Although the contents of one of the bottles had decreased, the cap to the bottle was not loose. There was no impact to patient results. Patient treatment was not impacted by this event. The customer was wearing personal protective equipment (ppe) at the time of the event. There was no exposure to the customer. The customer did not seek medical attention. There is a risk management plan in place at the customer's facility. The customer reviewed the material safety data sheet (msds). Reagent a is a skin and eye irritant and reagent c may cause irritation of skin, eyes, mucous membranes, and upper respiratory tract and is a suspected carcinogen. Service was not dispatched for this event. The root cause of this event is unknown.